Event description:
While evaluating a homechoice set sample for the reported problem of restricted solution flow, leakage was noted from the cassette of the homechoice set. Closer examination of the cassette revealed that it was cracked in 1 spot.